Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving morphine (10mg/ml at 3.195mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2018 an empty reservoir alarm occurred. On (B)(6) 2018, a motor stall occurred; recovery occurred (B)(6) 2018. Motor stall occurred on (B)(6) 2018; recovery occurred on (B)(6) 2018 at 3:17. Motor stall occurred on (B)(6) 2018 at 14:11; recovery occurred on (B)(6) 2018 at 7:48. Motor stall occurred on (B)(6) 2018 and may have exceeded tube set on (B)(6) 2018. The manufacturer representative had used the tablet to silence the alarm, put the pump in minimum rate, and update the pump. When they tried to end the session, they saw a warning screen telling them that they were leaving the pump still with an active alarm. They had also heard the pump alarm again after they had updated it. The manufacturer representative re-interrogated the pump. They were seeing the alarms tab on the home screen and they still saw the option to silence the pump alarm. They saw that the pump was already silenced with the previous update. The manufacturer representative updated the pump again, with silencing the active alarm being the only update made. The manufacturer representative confirmed both reports were showing that they had silenced the alarms. The patient was being covered with oral medications in the meantime. They were working on getting medical clearance for the patient to have the pump replaced. The patient was not feeling well on (B)(6) 2018 during the troubleshooting so they had to go home. There were no further complications reported at this time. The device was returned to the manufacturer for analysis. Additional information was received from the manufacturing representative (rep). The event was initially reported to the rep by the healthcare provider. The hcp was using the clinician programmer tablet and therapy application, software version 1.0.7493. Regarding the cause of the empty reservoir alarm on (B)(6) 2018, the patient and the managing physician's office had a misunderstanding regarding the refill date. Therefore, the patient missed their refill. The patient's weight was unknown. The information had been confirmed with the physician/account.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.